Event description:
A surgical tech reported that an intraocular lens (iol) became damaged in the cartridge of the iol delivery system. The surgical incision was enlarged to facilitate removal of the damaged lens.